Manufacturer narrative:
The insulin pump had cracked battery tube threads and a cracked reservior tube lip.

Event description:
The customer spouse reported that the patient got the device safety information about the auto off of the insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to the customer the safety notice and discussed how to change the max bolus. The patient would like to get the insulin pump replaced when the software is changed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.